Manufacturer narrative:
The insulin pump alarmed error during the rewind and failed the displacement test due to an out of phase motor encoder signal.

Event description:
The customer's wife called to report repeat motor error alarms. The wife stated that the customer wore the insulin pump during an MRI scan. Troubleshooting was attempted, but the insulin pump kept alarming motor error. Advised that the insulin pump would be replaced. Nothing further was reported.